Event description:
The customer reported obtaining blank rate high and reaction rate high errors from the unicel dxc 600 synchron system, and noticed fluid in the drip tray under the reagent probes. The customer was wearing personal protective equipment consisting of gloves and gown at the time of the event and no injury or direct exposure with the leak was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer tightened the fitting on reagent probe a to resolve the issue. No further leaks were observed and a field service engineer (fse) was not requested or dispatched for this event. The customer stated that they did not perform maintenance on the instrument prior to observing the leak. Failure mode of the leak is attributed to a loose fitting on the left crane probe tubing assembly. Beckman coulter internal identifier for this report is (B)(4).